Event description:
A company representative identified high impedance on a patient's device from system diagnostics during a routine data card review. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient' underwent a full explant due to a need for an MRI. The explanted products have not been received to date. No further relevant information has been received to date.

Event description:
The explanted generator and lead were received for analysis. Product analysis was completed on the returned generator. The generator performed according to functional specifications with no anomalies identified. Product analysis on the suspect lead has not been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. The entirety of the lead was returned in 6 portions. During the visual analysis, what appeared to be pitting and rust-like deposits were observed on the connector pin surface. A definite cause for the pitting could not be determined. However, although the lead and generator were returned with the lead pin fully inserted into the generator, setscrew marks were found near the end of the connector pin that indicated the lead had not been fully inserted into the cavity of the generator at one point in time. Beyond these observations, the condition of the returned lead portions is consistent with those that typically exist following an explant procedure. A full pair of setscrew marks were observed that showed that the lead pin was fully inserted at one time. No evidence of lead fractures were observed. No further relevant information has been received to date.